Manufacturer narrative:
3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and was produced before the solvent improvement change although the exact location of the leak was not provided in the complaint. 3m continues to monitor these types of complaints. It is noted that the product used will not be returned to 3m for evaluation.

Event description:
It was reported that the 3m ranger(tm) high flow blood/fluid disposable set cracked during use and projected blood on staff. No patient injury was reported but transfusion procedure was delayed. It was noted that a pressure device was being used at the time.